Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a transplant due to nonischemic dilated cardiomyopathy. No device related issues were reported. It was reported that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient underwent a transplant. Additional information was not provided.

Event description:
The transplant was due to nonischemic dilated cardiomyopathy. It was noted that the patient was not transplanted due to a device related issue and was not elevated on the transplant list secondary to a device or therapy related issue. The device operated as expected.

Manufacturer narrative:
B5: additional information h6: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.